Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the following readings were received within 10 minutes: 11:52 am 50 mg/dl, 11:56 am 166 mg/dl, 12:00 pm 221 mg/dl, 12:01 pm 204 mg/dl. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.